Event description:
Pt reported obtaining a blood glucose result of 430 mg/dl on the advantage system. Less than 5 minutes later, pt's blood glucose was reportedly retested on a hosp device with a result of 110 mg/dl. Pt did not take any action based on the value obtained on the advantage system. No adverse event was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.